Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reports that the green cap of the implant packaging was broken. Patient will return to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) tsvtb10, (imp,tsv,3.7,10,mtx,mg) for evaluation. Visual evaluation / functional test was performed, reported implant packaging matched the report. The outer vials tamper seal was not broken. The green cap was fractured. DHR review was completed for the subject lot number 1259126. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1259126 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : packaging : damaged or un-sealed sterile barrier¿ based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was external factors (temperature). This is an ongoing issue which is currently being monitored. Non conformance and health hazard evaluation have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the available information, a packaging malfunction did occur. The implants cap was cracked while the caps tamper seal was intact. The reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h11: additional narrative zimvie received one (1) tsvtb10, (imp,tsv,3.7,10,mtx,mg) for evaluation. Visual evaluation / functional test was performed, reported implant packaging matched the report. The outer vials tamper seal was not broken. The green cap was fractured. DHR review was completed for the subject lot number 1259126. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1259126 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : packaging : damaged or un-sealed sterile barrier¿ based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was external factors (temperature). The non conformances and the CAPA have been successfully completed and products have been contained. As a corrective action, a new packaging solution was implemented to avoid the potential reoccurrence of the failure mode. Therefore, based on the available information, a packaging malfunction did occur. The implants cap was cracked while the caps tamper seal was intact. The reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.